Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken in two.

Event description:
The customer called in to report a lost sensor alarm and a broken sensor connector. The customer's blood glucose level was 98 mg/dl. The customer's sensor was replaced and returned for analysis.